Manufacturer narrative:
Other applicable components are: product ID 39565-65 serial# (B)(4) implanted: (B)(6) 2011 explanted (B)(6) 2011 product type lead d7: explant date is based on information passed to the manufacturer from the patient's friend/family member. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer's representative (rep) regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient did not have their ins anymore. It was reported that the ins was explanted two days after implant due to infection. A recent MRI confirmed that the device was completely explanted. Further follow up is being done to determine any additional details of this event. There were no reported complications after the explant, and no further complications were expected. Patient was implanted for non-malignant pain and degenerative disc disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider's office reported that they did not have any information regarding this event.